Event description:
It was reported that the patient has consistently experienced pain in his hip since the surgery. He has undergone physical therapy for months which has not relieved his pain. The patient states that he cannot lie on his left side without pain. The patient also states that he has been complaining to his surgeon for a long time about the pain and discomfort. The patient's surgeon is scheduling his appointments for MRI, blood work, and office visit within the next few weeks.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.